Event description:
The account alleged that the brake will set but if you touch the bed they will pup out of brake. No pt impact.

Manufacturer narrative:
The technician found the brake detent mechanism was faulty. The technician replaced the brake detent mechanism to resolve the issue.